Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the alleged inaccuracy was able to be replicated using demo, issue actually with image acquisition system (ias) used, was recalibrated. The image acquisition system (ias) calibration was completed and verified using this system. They had to cancel et, use flouro. There was a 40 minute delay.

Event description:
Medtronic received information regarding a navigation system used intraoperatively in a sacroiliac and thoracolumbar procedure in which there was patient involvement. It was reported that there was an alleged inaccuracy. While in surgery, the site took a spin and was verifying, but reported an inaccuracy that was 1 centimeter deep. They took 2 spins with the same result. The site moved to fluoro to continue the surgery. There was troubleshooting present. It was reported that the representative (rep) tested the system and observed similar inaccuracies. After spinning, when verifying the midline, they found it was about 1-2 millimeters (mm) deep, but became 4-5 mm deep when moving lateral on either side. They took a second spin while making sure that nothing moved and was still seeing about 2-3 mm deep. The rep then tried a point merge registration off of the second spin and got an error metric of 1.0, but still felt it was 1 mm deep on the midline and 2-3 mm laterally. There was no reported impact to patient.

Manufacturer narrative:
H3, h6) no parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.